Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The healthcare provider reported that the patient experienced uncomfortable stimulation/overstimulation. Impedance measurements were not taken. The patient did not experience symptoms when the ins (implantable neurostimulator )was off. The patient was just implanted today. The patient felt good stimulation while in bed, but as soon as patient got up out of bed and stepped on her right leg -- she felt a shooting / stabbing pain in her rectum and down leg. They turned off and sensation goes away. The amplitude while feeling this sensation was .5v. The healthcare provider wanted to speak with a manufacturer's representative. The healthcare provider attempted to reach managing hcp (healthcare provider) but was in surgery all day. Symptoms reported were: uncomfortable stim due to being turned on immediately post op. Location of symptoms reported: sacral area. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.